Event description:
Treatment of an aneurysm. It was reported the pushwire broke off during pipeline deployment and the physician was able to retrieve the broken segment. No patient injury reported.

Manufacturer narrative:
The device will not be returned for evaluation as it was discarded. (B)(4).